Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2.5 mg/ml unknown morphine at a dose of 0.75 mg/day via an implantable infusion pump for spinal pain. It was reported that in the last six days or so the patient had an empty pump which was confirmed by a clinician programmer. The patient was supposed to come in on the (B)(6). This was a new patient to the clinic. The hcp had not accessed or reviewed the event logs at this time. No symptoms were reported and no further complications were expected or anticipated.